Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the outer insulation of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, two leads were attempted but neither lead provided good numbers. The helix would not extend on one lead and the other lead could not be placed in a stable position. The leads were not implanted and the chronic lead remains in use. No patient complications have been reported as a result of this event.